Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The lead was reprogrammed. The patient would continue to be monitored.